Event description:
A customer reported that during cataract surgery, low vacuum was experienced. The case was completed using the same equipment. There was no harm to the pt.

Manufacturer narrative:
(B)(4). This report was mailed to FDA on: (B)(4) 2014. (B)(4).